Manufacturer narrative:
The failure analysis is still in progress; additional information will be submitted once the quality investigation is completed. The failure analysis is still in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the device ran fast in standard mode at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, runs fast when on standard, was not duplicated.

Event description:
It was reported that the device ran fast in standard mode at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the device ran fast in standard mode at the user facility. No other information was provided regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that the device ran fast in standard mode at the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.